Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had been implanted following the usual procedure, and a scratch was observed at the base of one haptic during ia (irrigation aspiration) procedure. The reporting physician decided not to remove the lens, considering that removal might pose a greater risk due to the relatively small size of the scratch. A visual acuity test conducted with the naked eye on the first postoperative day revealed a result of 0.9, and the physician believed that no further issues would arise. There were no reported patient injuries and no additional information was received.